Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis confirmed that it was difficult to insert the test leads into the pulse generator's atrial connector port. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that the physician had difficulty removing the ventricular lead from the pulse generator header. The device was explanted and replaced. No adverse events occurred to the patient.